Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(6) scompliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per (B)(6) and eo residual levels in compliance with (B)(6). Each lot is confirmed to meet requirements for non-pyrogenicity per (B)(6) and sterility per (B)(6) prior to release.

Event description:
It was reported that the patient developed an abscess at the pod¿s site while wearing the device between 5 and 24 hours on the abdomen. The patient's blood glucose level reached 26 mmol/l ( 468 mg/dl). Hyperglycemia treated with a new pod. The patient visited their physician to treat the abscess and was prescribed an antibiotic named unacid 375mg and a cream named betaisodona 100 mg. The device was discarded.